Event description:
Customer reports tubing with roller clamp leaks. Leaking comes right at the edge of the connect to the catheter. There is a vibration and whistling noise coming from the tubing. No patient harm reported. A new set of tubing was used. It was reported therapy was interrupted for a few minutes while a new tray was opened. The patient's condition is reported as "good".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports tubing with roller clamp leaks. Leaking comes right at the edge of the connect to the catheter. There is a vibration and whistling noise coming from the tubing. No patient harm reported. A new set of tubing was used. It was reported therapy was interrupted for a few minutes while a new tray was opened. The patient's condition is reported as "good".

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports tubing with roller clamp leaks. Leaking comes right at the edge of the connect to the catheter. There is a vibration and whistling noise coming from the tubing. No patient harm reported. A new set of tubing was used. It was reported therapy was interrupted for a few minutes while a new tray was opened. The patient's condition is reported as "good".